Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The caller stated that the customer had received a replacement insulin pump at the end of may, but it was possible that the customer never programmed it with her personal settings, and may have been using it all this time with the factory settings. Advised the caller that the settings could be checked over the phone, but would need to know what the customer's personal settings are to make sure that they are programmed correctly. The caller stated that the customer knew her settings, but she was unavailable at the time of the call. The caller stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.